Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when the catheter was withdrawn, the insulating layer of the his bundle lead was damaged. To ensure that the pacing therapy could be performed normally and safely for the patient, the lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.